Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. During the implant procedure, vessel tortuosity was found. A sheath was difficult to be inserted and the lead was then inserted. There was some friction from the entry part and the lead was to be positioned in the apex, but the physician complained that there was much friction against the stylet when replacing it in the right ventricular (rv). Several stylets were then used, but there was still friction. The stylet outside the body had marked kinks and thrombus or lumen anomaly was suspected. Considering the risk of perforation and the patient condition, a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).